Event description:
On (B)(6) 2014, the lay user/patient¿s mother contacted lifescan (lfs) (B)(4) alleging that the patient¿s onetouch veriopro meter was reading inaccurately erratic. The complaint was classified based on customer care advocate (cca) documentation. The reporter claimed that on (B)(6) 2014 at 09:35 am, the patient obtained results of ¿80 and 114 mg/dl¿ on the subject meter. The tests were performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter detailed that the patient manages his diabetes by self-adjusting his insulin doses and at 09:36 am on (B)(6), he consumed food or drink in response to the alleged issue. The patient stated that five minutes after the alleged inaccuracy he had symptoms of ¿feeling weak and fell over¿ and treated with ¿sweet juice¿. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site had been used. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly suffered symptoms suggestive of a hypoglycemic event after the meter inaccuracy.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.